Manufacturer narrative:
Continuation of d10: product ID tm90t0. Lot#. Serial# (B)(6). Implanted: explanted: product type accessory product ID a820. Lot#. Serial#. Implanted: explanted: product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6)2025, information was received from a patient receiving dilaudid and ketamine via an implantable pump for spinal pain indi cations. The patient reported they have been trying to bolus off and on for over a week and they have been unable to and suddenly, 2-3 days ago, they got error code 0x507578a5. The patient stated it appears that "whatever is inside the pump that the communicator connects to moves around and is what's causing the delay." The patient reported that "no device found" came up "all the time," and a lot of times, it won't connect. But if it does, the percentage gets to 90% and sits there for a while. Then the patient taps deliver bolus and then it would either finally progress after sitting at 90% for a while or would never give them a bolus at all. The patient stated that sometimes, they've given up and almost every time except once they've come back and saw the bolus was never delivered. The patient stated that sometimes, it takes 10 or more minutes to try and get a bolus. The patient confirmed no falls, trauma, or significant weight loss since implant. They denied the communicator being dropped or getting wet. The patient stated their pump was impl anted in the left side of their stomach and they could feel the outer edges of the pump. The patient was in a wheelchair and was unable to stand so they either connect to the pump in their wheelchair or lying flat in bed. The patient has not noticed a difference in connecting in either of those positions. The patient stated they have 2 broken shoulders that healthcare professionals (hcp) can do nothing about so it was difficult to hold the communicator over the pump. The patient mentioned they were 81-years old and started to get brain fog. The agent assisted the patient in clearing data. Prior to clearing data, the patient's data was 19.07 mb. The patient then saw "no device found". The agent assisted the patient in resetting bluetooth and location and restarting myptm app, but the patient continued to see "no pump response," "move the communicator over the pump," and a lag of 90%. The agent reviewed pump antenna and the patient was eventually able to connect and bolus. The patient then connected to the pump on their own and connected well without issue. They thought they were finding the best spots to connect to the pump for now. In frustration, the patient stated that "instead of ripping this pump out of their body, they think they will leave it implanted for few more months" because they were pleased with the progress with the agent. The patient would monitor and call back if assistance was needed. The patient stated that dilaudid was their main pump medication. On (B)(6)2025, the patient called back and stated they were getting service code 353 and no pump found message. The patient stated they haven't had a bolus since the last time they called. The patient stated they had the communicator plugged into the outlet for over 24 hours and it was not charging. The patient reported they were in a wheelchair. The patient reported they get 8 boluses / day. The agent assisted patient with resetting the devices. The agent assisted the patient with using the devices and getting "no pump found" message and "pair device to pump" message. The agent asked the patient to plug the communicator into the outlet and patient stated the battery icon light was red on the communicator. The agent confirmed there was no visible damage on the communicator or power cord. The patient stated that maybe the power adaptor needed to be replaced. A replacement communicator was requested. On (B)(6)2025, the patient called back and reviewed the return procedure. During the call, the patient mentioned their original communicator powered on last night and they were able to deliver the bolus.